Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, the right atrial lead was explanted and replaced due to undersensing. No patient symptoms were reported. No further information was available.